Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Toothbrush head is not turning anymore / the little screw from the top of the toothbrush head has become detached / the head part has become detached from the main stem and so it just turns on its own and doesn't work / faulty / broken [device breakage] no adverse event. Case description: a male consumer of unspecified age reported via e-mail on 17-apr-2017 that he purchased a 4 pack of oral-b power oral care refills precision clean, and he'd had a problem with 3 out of 4 of them whereby the toothbrush head was not turning anymore. Further, in one of them, the little screw from the top of the toothbrush head had become detached. He noted that it was fortunate that this screw was not swallowed or did not cause any dental damage. No symptoms developed. Concomitant product: oral-b rechargeable toothbrush, version unknown. On 19-apr-2017 received consumer's follow-up e-mail: the consumer clarified that the toothbrush head had not totally fallen apart in his mouth. He explained that in all 3 of them, the head part had become detached from the main stem and so it just turned on its own and didn't work within a very short space of time (less than 1 week with normal twice daily brushing). With 1 of the 3 brush heads, the little metal screw from the top of the toothbrush head had come off in his mouth. He purchased the package of brush heads on (B)(6) 2016. He reported that he changed his toothbrush head roughly once per 6-8 weeks, and it had never been dropped. However, he noted that in the case of these faulty brush heads, he had changed them much more frequently as they were broken within his first week of using them. He tried to scratch the grey logo off with a coin and it did not come off. No further information was provided.